Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation at high outputs; the atrial lead exhibited high capture thresholds and loss of sensing. The physician suspected lead dislodgement. Fluoroscopy confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was discharged.